Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that a patient with this pacemaker experienced a syncopal episode and was admitted to the hospital. The field was unable to interrogate the pacemaker so surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this pacemaker experienced a syncopal episode and was admitted to the hospital. The field was unable to interrogate the pacemaker so surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.